Manufacturer narrative:
An outside of united state (ous) customer reported a discordant, falsely depressed valproic acid patient result (1 patient) obtained on a dimension exl 200. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Siemens ruled out reagent issues based on the review of quality controls (qc) which showed recovery within acceptable ranges and had no issues reported with other patient samples. Assessment of instrument performance included a review of calibration and instrument filterdata. Siemens compared the photometric recovery between the three replicates of sid (B)(6) and all replicates demonstrated consistency. All replicates were sourced from the same valp reagent flex sequence and were well set. No process errors were identified at the time of the discordant replicate. There were no hardware interventions completed and the observation was isolated to the patient sample testing. Siemens concluded that the cause of the event was consistent with preanalytical variables. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed valproic acid patient result (1 patient) was obtained on a dimension exl 200 sn: (B)(6). The initial result was not reported to the physician(s). The sample was repeated on the same instrument twice and once more on a non-siemens instrument. One of the repeat results obtained on the same instrument was falsely depressed, and the second repeat result was correct. The repeated result from the non-siemens instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.